Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the j tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie j tube. Conservatively, abbvie has chosen to report this event due to the potential that the j tube involved could have been the abbvie j tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed

Event description:
Report indicated that on an unspecified date, the patient in (B)(6) experienced gastric fistula with passage of the gastro-jejunal (pegj) probe, over distension and atony of the same loop of intestine. Additional clarification indicated, there was atony (lack of tension) of the part of intestine where the jejunal tube was located. The patient underwent gastro duodenoscopy which showed constriction due to scar generated by the intestinal tissue. The patient will undergo surgery. Reportedly, the physician did not know the actual cause of the event.